Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, cracked reservoir tube, and cracked case near the display window corners. The pump was monitored. All operating currents tested within specification, and no blank display anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blank display on screen of the insulin pump. The customer insulin pump blood glucose level was 352 mg/dl. The customer was treated with lantis and feels ok. The customer was advised to insert new aaa alkaline battery on the insulin pump but display did not return. The customer was advised that the insulin pump need to be replaced and discontinue the use of it. No further information was reported.